Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak coming from underneath the blade of the cap piercer of the unicel dxc 800 synchron system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the cap piercer assembly was leaking after piercing tubes. The fse found obstruction in the vacuum valve. The fse cleared the obstruction. The fse processed multiple tubes and did not observe any further leaking. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Evaluation results: cap piercer assembly. Bec identifier for this complaint is (B)(4).